Event description:
On 9/1999, the baxter fenwal div was notified by the customer of 1 incident of a leukoreduction platelet filter with poor flow. Customer believes this is not a usage problem since they have been filtering for many years. Per customer, the filters were allegedly clogging at the beginning of the filtration process.